Event description:
When starting a central monitor of the heart lung console, the monitor had blank screen or black screen with vertical lines. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.